Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 294 mg/dl and 103 mg/dl. No adverse event reported. Return of the suspect device was requested for evaluation.

Manufacturer narrative:
The customer returned the strip vial with 3 previously dosed strips in the vial. No further testing can be done with the dosed strips.